Event description:
It was reported that the thread sheared off the shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Manufacturing and inspection records indicated no problems with the lot in question. Since no manufacturing related condition was found, it is possible that an insufficient connection with the dhs screw, probably in an oblique way, led to the deformation. Possible lateral stress may have caused the damage on the tip. This can only occur if the system was used in order to align the plate with the bone, which is outside the indicated use. To prevent such situation, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. No product fault could be detected.